Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced bleeding in the jachson-pratt drain from the pump pocket. A pressure dressing was placed and one unit of packed red blood cells were transfused. The patient was in stable condition.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Access site adverse event: the cause of the bleed was unable to be determined as insufficient clinical details were provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.